Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia left (idvt - l) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. The hub on the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium became detached. The sheath was replaced and the procedure was continued and subsequently completed. Additional information was received on the event. The sheath was being used on the patient. Air did not enter the patient¿s body. This issue did not require percutaneous, surgical removal or medical intervention. The hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2cc. The event was assessed as a MDR reportable hub detachment issue.

Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia left (idvt - l) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hub detachment issue occurred. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2022 observed the brim cap, the silicon ring, and the hemostatic valve detached from the vizigo sheath. The additional lab findings of the brim cap detachment and the hemostatic valve separated were assessed as MDR reportable issues. The awareness date for these reportable lab findings was (B)(6) 2022. Therefore, the previously reported h6. Medical device problem code of ¿detachment of device or device component (a0501)¿ applies for the two new reportable lab findings. The device evaluation was completed on (B)(6) 2022. The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the brim cap, the silicon ring, and the hemostatic valve detached from the vizigo sheath. Also, it was found bents on the dilator and sheath. Microscopic examination in the brim cap shows small residues of glue, this shows that the brim cap was attached to the vizigo. Since lack of glue/adhesive was ruled out as a potential cause the heavy damage to the dilator in multiple areas supports that high insertion or removal forces were likely applied to the dilator. These high removals or insertion forces may have exceeded the cap-designed retention allowing the cap to come off. A device history record was performed and no internal actions related to the reported complaint were identified. It should be noted that product failure is multifactorial. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 11-aug-2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).